Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed with no issues noted. A leak test, clamp function test, and clear passage test were performed with no issues noted. The sample was put through a simulated therapy with no issues noted. The reported problem could not be identified or duplicate during the evaluation. As a result, the cause of the reported event could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 (air in line/set). The patient was connected at the time of the alarm. This occurred during fill cycle four of five in peritoneal dialysis therapy. The patient stated that they observed air bubbles in the supply line during the most recent fill. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical services representative assisted the patient in clearing the alarm. The patient was to complete therapy with manual supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently under evaluation. Upon completion of the device evaluation, or if additional relevant information is obtained, then a follow-up MDR will be submitted.